Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system came in to be checked due to the device delivering a shock for ventricular tachycardia (vt). The patient was very panicked and moved her torso back and forth a lot during the device check-up. Clear noise signals became visible in the secondary and alternate configurations. The s-ICD was programmed on primary vector, and no noise was observed. Data analysis was performed, and boston scientific technical services indicated that the episode seen in primary contains no noise and therapy appears to have rightly been delivered to a vt. The shock impedance was stable at 75 ohms, but these signals were very specific to an issue on the electrode. Especially when seen in multiple derivations with this type of baseline drift. Technical services advise to have a high-resolution chest x-ray taken in ap and lateral and to perform additional troubleshooting. Subsequently, the system was explanted and replaced. It was suspected that there might had been a fracture on the electrode. No additional adverse patient effects were reported. Both the device and electrode are expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system came in to be checked due to the device delivering a shock for ventricular tachycardia (vt). The patient was very panicked and moved her torso back and forth a lot during the device check-up. Clear noise signals became visible in the secondary and alternate configurations. The s-ICD was programmed on primary vector, and no noise was observed. Data analysis was performed, and boston scientific technical services indicated that the episode seen in primary contains no noise and therapy appears to have rightly been delivered to a vt. The shock impedance was stable at 75 ohms, but these signals were very specific to an issue on the electrode. Especially when seen in multiple derivations with this type of baseline drift. Technical services advise to have a high-resolution chest x-ray taken in ap and lateral and to perform additional troubleshooting. Subsequently, the system was explanted and replaced. It was suspected that there might had been a fracture on the electrode. No additional adverse patient effects were reported. Both the device and electrode were returned for analysis.